Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 599 mg/dl. Customer had eaten breakfast and blood glucose remained high even until lunch time. Customer was treated with 40 units of insulin. Customer was wearing insulin pump at the time of emergency room visit. Customer was not aware that insulin pump was not delivering. Customer changed set when released from the emergency room. Customer would call back if issue persisted.